Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air got sucked in from the cassette area. It was fine during priming, however, it occurred during feeding. The period of use is unknown. There was no patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on march 22, 2023. One physical sample was received for the investigation. Visual and functional evaluations were performed and the reported condition could not be confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.